Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite. Preformed pre-check. Installed pm (preventive maintenance) kit, new o2 (oxygen) sensor, new pressure regulator ana new battery assembly. Unit getting red alarms, vent inop (ventilator inoperable) and motor fault. Found turbine transducer test failing and very noisy cooling fan. As a resolution a replacement was installed. Ordered mainboard and spare parts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela has motor fault alarm. As of this time there is no information about patient involvement associated with this reported event.